Event description:
The customer reported the interface of the defibrillator pads was faulty. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.